Event description:
It was reported that the patient received inappropriate atp therapy due to noise. The noise was not reproducible with provocative movements. The lead was capped and replaced without complication. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.